Event description:
Received information that pace/sense pin of 6936 lead was capped 8/3/00 and replaced with 5068. Entire 6936 lead capped 11/10/05 due to low impedance. No patient complications have been reported as a result of this event.